Manufacturer narrative:
H6: no products were received by the manufacturer for analysis.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the pendant was intermittently unresponsive. The site reportedly needed to press a button multiple times to achieve the desired outcome. It was suspected that the site was pressing the center of the buttons. There was no impact on patient outcome. Delay in surgery was not provided.

Manufacturer narrative:
Additional information added to b5. H3, h6: c19 and d11 are applicable to the issue being caused by the new rad tech not hitting the pendant buttons correctly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Surgery being performed was a thoracolumbar spinal fusion, there was no delay to the case and happened intra-operatively. The manufacturer representative (rep) followed up with the site and the pendant was working as expected. They had a new rad tech who was new to the imaging system and just wasn¿t hitting the pendant buttons correctly.